Event description:
It was reported by the customer that in bd pyxis¿ medflex 1000 medication was locked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was locked and unable to issue percocet 5mg/325mg due to an incorrect quantity. A technical support specialist remoted in and found that all cubies were locked. The technical support specialist mentioned that the pharmacy technician resolved the issue, and the user was able to remove the meds. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that in bd pyxis¿ medflex 1000 medication was locked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.